Manufacturer narrative:
Batch review performed on 22 december 2022. Lot 2215776: (B)(4) items manufactured and released on 21-sep-2022. Expiration date: 2027-aug-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 4 months after the primary surgery, the patient came in reporting stiffness and inability to achieve full extension. The surgeon performed an anterior synovectomy and posterior release and revised successfully the insert (11mm) with a thicker one (12mm).